Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "patient's knee felt too tight. Patient was unable to fully straighten his knee. Doctor thought perhaps he implanted too thick of a poly."